Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent touchscreen problem. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of report: 09/05/2018. Date received by manufacturer: 05/31/2018. Correction: (conclusion code). Additional information: (UDI). The user interface assembly was tested and no failures were identified.